Manufacturer narrative:
Investigation details: the visual inspection shows that the scope distal window disintegrated and scratched on the tube shaft. The scope is shipped to scholly for further investigation on 8/13/2007. A supplemental report will be submitted when the device evaluation is received from scholly fiberoptics.

Event description:
The hospital reported that during a procedure, it was discovered that the scope was cloudy, and it was difficult to see through. No pt effect has been reported. The procedure was completed with another device.